Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted with a proglide device using the pre-close technique prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, the proglide was caught in the vessel. The footplate was closed; however, the suture was tight around it. The body of the device was broken apart to remove it. There was no tissue damage. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized and the tavr procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis, a conclusive cause for the reported event could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue. D10, h3: the device was initially reported as returning, but has now been reported as not returning from the account.